Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent audio tone issue. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: at piezo activation, the pump audio measurements were within specification. The pump was opened to inspect the piezo; no defects were found. The pump was returned with the following audio settings: normal bolus, audio bolus and alert set to "vibrate", temp basal set to "off", reminder, alarm/error and warning set to "low". The reported quiet audio was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.